Event description:
Lens opened onto sterile field. Scrub rn opened inner pkg and noted lens stuck to the inside of the container. Rn was able to remove it and load it. Upon delivery into pt's eyes, md noticed white material stuck to lens. Lens removed and replaced. Procedure delayed for approx., 10 min.